Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 709953) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, right lower quadrant pain, ventral hernia, pancreatitis, right upper quadrant pain, gastritis, uterine fibroids, cholelithiasis and morbid obesity. Concurrent conditions included benign neoplasm. In march 2010, the patient had essure inserted. In may 2010, the patient experienced menorrhagia ("menorrhagia"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal mycotic infection ("yeast infection"), abdominal pain ("abdominal pain on both sides of my stomach") and vaginal haemorrhage ("abnormal vaginal bleeding"). In 2010, the patient experienced headache ("headaches"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea"). In 2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and pain ("pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain and abdominal pain was resolving, the abdominal distension, pain, menorrhagia, bacterial vaginosis, vulvovaginal mycotic infection, headache, migraine, dysmenorrhoea and vaginal haemorrhage outcome was unknown and the alopecia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, bacterial vaginosis, dysmenorrhoea, headache, menorrhagia, migraine, pain, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy of date(s) of insertion: apr2010 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: results: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on (B)(6)2019: lot number added from pfs. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in an adult female patient who had essure (batch no. 709953) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, right lower quadrant pain, ventral hernia, pancreatitis, right upper quadrant pain, gastritis, uterine fibroids, cholelithiasis, morbid obesity and hernia repair in (B)(6)2012. Concurrent conditions included benign neoplasm. Concomitant products included caffeine;paracetamol (excedrin) since 2010, codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6)2010, medroxyprogesterone acetate (depoprovera)(B)(6)2010 to 2010, omeprazole (protonix) since (B)(6)2012 and sumatriptan succinate (imitrex df) since (B)(6)2012. In (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pain ("pain"), dysmenorrhoea ("dysmenorrhea") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6)2010, the patient experienced menorrhagia ("menorrhagia"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal mycotic infection ("yeast infection"), headache ("headaches"), migraine ("migraines") and abdominal pain ("abdominal pain on both sides of my stomach"). In (B)(6)2011, the patient experienced feeling abnormal ("neurological conditions or problems type : brain fog") and amnesia ("neurological conditions or problems type : memory loss"). In 2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain and abdominal pain was resolving, the abdominal distension, pain, menorrhagia, bacterial vaginosis, vulvovaginal mycotic infection, headache, migraine, dysmenorrhoea, vaginal haemorrhage, feeling abnormal and amnesia outcome was unknown and the alopecia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, bacterial vaginosis, dysmenorrhoea, feeling abnormal, headache, menorrhagia, migraine, pain, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy of date(s) of insertion : (B)(6)2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2010: results: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2019: pfs received : concomitant drugs were added. Event verbatim were updated as pelvic pain/pain. Event : brain fog and memory loss were added. Onset date of event added and updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 709953) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, right lower quadrant pain, ventral hernia, pancreatitis, right upper quadrant pain, gastritis, uterine fibroids, cholelithiasis and morbid obesity. Concurrent conditions included benign neoplasm. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal mycotic infection ("yeast infection"), abdominal pain ("abdominal pain on both sides of my stomach") and vaginal haemorrhage ("abnormal vaginal bleeding"). In 2010, the patient experienced headache ("headaches"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea"). In 2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and pain ("pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain was resolving, the abdominal distension, pain, menorrhagia, bacterial vaginosis, vulvovaginal mycotic infection, headache, migraine, dysmenorrhoea and vaginal haemorrhage outcome was unknown and the alopecia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, bacterial vaginosis, dysmenorrhoea, headache, menorrhagia, migraine, pain, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy of date(s) of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain and right lower quadrant pain. Concurrent conditions included benign neoplasm. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal mycotic infection ("yeast infection"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6), the patient experienced headache ("headaches"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea"). In (B)(6), the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and pain ("pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain was resolving, the abdominal distension, pain, menorrhagia, bacterial vaginosis, vulvovaginal mycotic infection, headache, migraine, dysmenorrhoea and vaginal haemorrhage outcome was unknown and the alopecia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, bacterial vaginosis, dysmenorrhoea, headache, menorrhagia, migraine, pain, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy of date(s) of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) : total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-sep-2018: plaintiff fact sheet received: reporter and events (abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract vaginal) (type: bacterial vaginosis, yeast infection), migraines / headaches, dysmenorrhea (cramping) and hair loss) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), infection ("infection") and pain ("pain"). The patient was treated with surgery (removal of essure in (B)(6) 2014). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, abdominal distension, infection and pain outcome was unknown. The reporter considered abdominal distension, infection, pain and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.